Event description:
Revision surgery to exchange the poly insert is planned for patient with a unicondylar knee implant. Reason for revision is unk.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.